Event description:
It was reported that a customer had difficulty disconnecting the set from an intravia empty container. Additionally, when the set was finally disconnected from the medication bag the bag ripped; and it was noted that the port of the medication bag was still attached to the set. It is unknown if there was patient involvement, patient user injury or medical intervention related to this event. No additional information is available at this time.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A request for the return of the device has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.